Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's atrial lead exhibited high, out-of-range pacing impedance. It was also observed that atrial lead noise had led to an inappropriate automatic mode switch. The possibility of a lead fracture was discussed. No further information was available.